Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the customer experienced nocturnal hypoglycemia while using the ilet bionic pancreas, with a documented low blood glucose of 50 mg/dl lasting about one hour; the device was synced with the app and no specific device malfunction was identified. Symptoms included hypoglycemia without loss of consciousness, dizziness, or other acute clinical sequelae. Outcomes included self-treatment with oral carbohydrate and no need for medical intervention or hospitalization. Investigation included a review of synced device data and user report, as well as troubleshooting and education. Investigation of this case revealed an undetermined cause for the hypoglycemic event. It was concluded that the event was user-reported hypoglycemia with cause unclear and no confirmed device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.